Event description:
It was reported that the patient contacted support to report ongoing issues with cartridges leaking from the bottom of the device. The agent inquired whether the cartridges may have been overfilled, and the patient provided a lot number for the affected cartridges. The patient stated that a recent cartridge leak had occurred, which resulted in elevated blood glucose levels. The patient reported completing a supply change and was monitoring blood glucose levels while waiting for them to return to the normal range. The patient confirmed that blood glucose levels were affected during the event, with a highest reported value of 400 mg/dl and levels remaining above the target range for approximately three hours. The device provided alerts for blood glucose levels above 300 mg/dl for more than 90 minutes. The patient reported no use of backup therapy, no ketone testing, no recent steroid injections, no professional medical intervention, no need for assistance, and no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.